Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® glass citrate tube with light blue bd hemogard tm closure had glass breakage and underfill or low draw with blood. The following information was provided by the initial reporter: "that vacutainer was very slow when filling up and then as the nurse removed the vacutainer from the holder the vacutainer broke".

Event description:
It was reported during use the bd vacutainer® glass citrate tube with light blue bd hemogard tm closure had glass breakage and underfill or low draw with blood. The following information was provided by the initial reporter: "that vacutainer was very slow when filling up and then as the nurse removed the vacutainer from the holder the vacutainer broke".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.